Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by nausea and abdominal pain. Two days after the onset of peritonitis, the patient was hospitalized for peritonitis and an unrelated event. The treatment was with vancomycin intraperitoneally (ip) (1 gram, three times weekly) for the peritonitis. The patient was discharged from the hospital two days later. The treatment with vancomycin was ongoing. The patient was recovered from the peritonitis. The pd therapy was ongoing. The patient was retrained on aseptic technique. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error - breach in aseptic technique that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.